Event description:
It was reported that stripes and interference appeared on the screen. Despite this, the doctor inserted the optical trocar under poor visibility and damaged the patient¿s aorta. Per the reported information, the "optic fiber connected to green - image has lines and is not clear, after switching to normal optical fiber the same. After moving the camera power socket, it got better for a while.", therefore, this suggests that if a stryker device had contributed to the event, it would likely be the 1688 aim 4k camera head. However, per the medical opinion that was performed regarding this event, "the poor visualization did not directly cause the injury. The trocar and insertion of the trocar are the direct cause of injury." Because "the surgeon made the decision to insert the trocar under poor visualization".

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.